Event description:
It was reported that the patient presented for a remote follow up via merlin.net with an implantable cardioverter defibrillator that provided inappropriate shock due to incorrect interpretation of signal and functional undersensing. The high voltage therapy was delivered when the retrograde p-waves fell into the blanking period. Programming changes were recommended. The patient's medication daily dosage was increased. The patient was in stable condition.